Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/2.75 mm balloon ruptured at 6 atms on the first inflation. The pt was asymptomatic during the event. The lesion being treated was a calcified, 90% stenotic lesion in the mid left anterior descending coronary artery. It is noted that this was an in-stent restenosis lesion. The physician used a guidant unicore guidewire and a 7 fr mach1 fl4st guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another quantum maverick balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.